Event description:
It was reported that the tubing component snapped off. The customer wants to determine if there is a concern. Although requested, there has been no impact to patient response or additional event information made available to date. However, a hand written note (attached) indicates that there was no patient harm associated with this event.

Manufacturer narrative:
Additional information provided: d.4, d.10, d.11 & h.4. Correction; h.6. (Patient code) the customer¿s report that the tubing component snapped off was confirmed. The set sample was visually inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection of the set noted separation at the engagement between the tubing and inlet of the second smart site port components. No other damage or issue was observed. Further handling/tug of the rest of the set's tubing engagements observed no separation or any issues. Inspection under magnification of the separated tubing end observed insufficient solvent. When aligning the separated tubing end beside the open smart site end, there was evidence that the tubing had not been fully inserted. The tubing's outer diameter was measured to be within specification(s). The root cause of the separation is due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics were not provided.

Event description:
It was reported that tubing component snapped off. The customer wants to determine if there is a concern. Although requested, no additional information has been provided. There is no report of patient harm or impact.